Event description:
As reported, the subject device exhibited a scope communication error e117. The issue occurred during a therapeutic cholecystectomy/coelio procedure after 45 minutes of use. The procedure extended by half an hour to troubleshoot. Patient was under general anesthesia and was prolonged for more than 30 minutes. No reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
The reported issue was not confirmed due to no device return. Based on the investigation, a definitive root cause cannot be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted when pertinent additional information becomes available.

Event description:
This report is being supplemented to provide additional information based legal manufacturer's final investigation.